Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with a false elective replacement indicator alert and battery measurement anomaly exhibited on pacemaker. Upon interrogation, it was observed that the false eri trip had occurred on (B)(6) 2017. The device was reprogrammed to clear the alerts. It was noted that on the patient¿s previous clinic visit on (B)(6) 2017; the device had exhibited false elective replacement indicator, which was cleared on the same day. On (B)(6) 2017, upon further interrogation, the device exhibited a battery measurement anomaly; while performing device download, the generator exhibited backup vvi operation. The device was explanted and replace on (B)(6) 2017. The patient was reported to be stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption. The device was tested on the bench and al battery had depleted to normal eol level. Analysis performed after installing new battery and reloading the product code did not find any anomalies.